Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg level was unknown. Customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. Customer consumed carbohydrates to address bg level. Reportedly, customer experienced a seizure. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous glucose fluids. Customer was released from the hospital on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.